Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (lad) artery. The 3.0x15mm rx trek balloon dilatation catheter (bdc) was advanced to the lesion however the balloon was unable to be visualized and it was unable to tell if the balloon inflated. The bdc was removed and the procedure completed with another device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Visual, functional and fluoroscopy inspections/analysis were performed on the returned device. The reported inflation issue and difficulty or delayed positioning (marker visibility) could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (lad) artery. The 3.0x15mm rx trek balloon dilatation catheter (bdc) was advanced to the lesion however the balloon was unable to be visualized and it was unable to tell if the balloon inflated. The bdc was removed and the procedure completed with another device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.